Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd veritor¿ at-home covid-19 test false positive results were obtained. Confirmatory testing was performed using another brand's test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received a false positive.

Manufacturer narrative:
Investigation summary. This statement is to summarize the investigation results regarding the complaint that alleges false positive results when using veritor at home (material # 256094), batch number 1319351. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be duplicated through retain testing. However, a review of the sample photograph was conducted and a shadow was viewed over the test line. This shadow led to the false positive result reported. This is considered to be a unique event as a shadow in the test line area could be misidentified as a positive result. It is important that the light source be placed in a position that will not cast a shadow across the test cassette. The root cause of the shadow could not be fully identified, but no malfunction of the product is believed to have occurred and no trend against false positive results was identified.

Event description:
It was reported while using bd veritor¿ at-home covid-19 test false positive results were obtained. Confirmatory testing was performed using another brand's test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the customer received a false positive.